Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The device was manufactured march 16, 2015 - march 17, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak during use of a small volume folfusor. The reporter stated that a non-baxter "gripper" became disconnected from the device during infusion, leading to chemotherapeutic solution and blood leaking onto the patient's skin. The device was filled with fluorouracil and 0.9% normal saline solution to a total fill volume of 82ml. There was no patient injury or medical intervention associated with this event. No additional information is available.